Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection of the lens revealed that the leading haptic was bent which is a consequence of having the lens explanted. Surface residuals, particles, and fibers adhered to both sides of optic body which indicates that lens was handled in an unsterile environment. Optical measurement: diopter verification corresponds to a 20.5 diopter lens; lens met specifications. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). Placeholder.

Event description:
We received a report concerning a patient where an intraocular lens was explanted from the right eye after the patient complained of experiencing shadows (dysphotopsia). No patient injury was reported.